Event description:
It was reported that the left ventricular (lv) lead threshold had increased and was described as elevated. It was further reported that extracardiac stimulation was observed. The pacing amplitude was increased and the lead remains in use. The patient is a participant in the (B)(4). No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6935m, implantable tachy lead, (B)(6) 2013; d314trm, implantable cardioverter defibrillator, (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that continued extracardiac stimulation was observed in the form of diaphragmatic stimulation while the patient was lying flat during a routine device replacement procedure. Attempts to program around the stimulation were made unsuccessfully and the patient declined a lead replacement as it was not affecting their quality of life. No further action was planned and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lv lead had been reprogrammed due to diaphragmatic stimulation prior to the initially reported reprogramming.